Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had intermittent button response due to corroded keypad traces on up arrow button. The device did not reaction its own. No number ramping or scrolling screens noted. Unit had cracked case at display window corner lower left and lower right corners. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.